Manufacturer narrative:
Results: there was no visible damage to the neuron max 6f 088 long sheath (neuron max). Conclusions: evaluation of the device revealed no issues with the subject neuron max. The neuron max was functionally tested and functioned as designed. The root cause of this complaint could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician felt resistance while attempting to flush saline through the neuron max 6f 088 long sheath (neuron max). The malfunctioning neuron max was noticed prior to use; therefore, it was not used in the procedure. The procedure was completed using a new neuron max.